Event description:
It was reported that the patient had an e. Coli infection that was located at the ¿site to ear.¿ it was noted that the infection was ¿not inside the brain, but up to the ear.¿ it was further noted that the battery and extension were removed. It was noted that initially, the reporter stated that they removed the lead but then stated that ¿they did not pull the brain lead.¿ the reporter then stated ¿they reimplanted at the same time they took it out.¿ it was unclear when the system components were explanted. It was noted that the infection resolved and that the patient was receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID neu_unknown_prog, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, physician; product ID 3387-40, lot# j0206635v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot# j0206635v, implanted: (B)(6) 2004, product type lead. (B)(4).